Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers: 1225714-2013-02170, 1225714-2013-02171.

Manufacturer narrative:
This is one event for the same pt involving two separate products: associated MDR # 1225714-2013-02170. Add'l info has been requested and will e submitted upon receipt accordingly.